Event description:
Reportedly, the pacemaker involved in this MDR report revealed oversensing while implanted. The device was explanted and returned for analysis.

Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.